Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation, the charger/modem was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the y1 crystal oscillator on the bedside pca was shorted. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the shorted y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.